Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no further testing was done as product analysis has been completed for similar complaints. No additional analysis required.

Event description:
Boston scientific received information that this programmer had a popping sound and then sparks came out from the connection during a patient check. A burning smell occurred and the programmer turned off. The programmer remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional analysis was performed and showed that the allegation against the programmer was confirmed. This programmer could not power on and the internal circuitry's gold pads were burnt and shorted out. The affected components were replaced and the programmer then passed all functional tests.